Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. The evaluation has been completed. Visual analysis revealed a separation between the pebax and the electrode section with a foreign material inside of it. The device was connected to the carto 3 system and it was recognized and visualized correctly. No issues or errors were observed. Due to the condition observed a scanning electron microscope (sem) analysis was performed which stated that evidence of separation between the sleeve and the electrode was observed. The root cause of the damage cannot be determined due to there was not observed a mechanical damage or stress marks. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the visualization issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage cannot be determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. E1. Initial reporter phone: 0745-32-0505 if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a material separation between the pebax and electrode section. It was initially reported by the customer that from the start of 1st ablation and shortly after the catheter use started the catheter display was shifted. Routing of the indifferent electrode etc. Was checked. The cable was replaced. Case study was imported into the carto 3 system and then replaced the smart touch sf catheter which resolved the issue. The procedure was completed without patient's consequence. The customer's reported visualization issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 7-may-2024, the bwi pal revealed that a visual inspection of the returned device found a separation between pebax and electrode section and a foreign material inside it. This finding was reviewed and assessed as MDR reportable malfunction.